Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary -(B)(4) no anomalies found. (B)(4) detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event. (B)(4) detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event. (B)(4) detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary - (B)(4) detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event. (B)(4) detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event. (B)(4) detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event.

Event description:
It was noted the patient died 20 weeks following device system implant. The cause of death has been requested and not received.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.